Manufacturer narrative:
(B)(4) method: the complaint bc800 infant nasal mask was not returned to fisher and paykel healthcare for investigation. Our investigation is therefore based on information reported by the customer and our knowledge of the product. Results: the hospital reported that a bc800 infant nasal mask was disconnecting easily from the tubing. Conclusion: without the return of the complaint device we are unable to determine what may have caused the problem reported by the customer. The user instructions that accompany the flexitrunk infant interface illustrate in pictorial format the correct set-up and proper use of infant interfaces, including the nasal mask and nasal tubing. It also states the following: "connect prongs and mask to nasal tubing ensuring that it is inserted fully." "If using mask: connect to patient by placing mask around the nose. The mask should sit comfortably around the patient's nose. It must not occlude the nostrils or touch the septum and should not be over the lip or over the eyes." "Check that all circuit connections are tight before use and after any adjustment."

Event description:
A hospital in (B)(6) reported via a fisher and paykel healthcare (fph) representative that a bc800 infant nasal mask was detaching easily from the tubing. No patient consequence was reported.